Event description:
Reportedly, the pacemaker involved in this MDR report could not pace anymore and could not be interrogated after delivery of an external cardioversion shock (200j) to reduce an atrial fibrillation. The device was replaced and returned for analysis.

Manufacturer narrative:
On 10/15/2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.